Event description:
The FDA forwarded ostial corporation an MDR from a user facility indicating that a flash ostial system device was unable to be withdrawn into the guide catheter (unknown make) following successful use during a coronary angioplasty procedure. Follow up with the user facility determined that there was no patient injury or adverse events associated with the potential product problem. Right coronary angiography performed. The sheath guide catheter inserted into ostial. Flash balloon 4.5x12mm inserted and inflated twice. Unable to remove flash balloon through guide catheter. Left heart catheterization with bilateral selective coronary angiography and left ventricular hemodynamic measurements. Selective bypass graft angiography. Successful percutaneous coronary intervention of mid right coronary artery subtotal (99 percent) stenosis with 4.0 x 28 mm promus premier drug-eluting stent, which was post-dilated to 4.5 diameter with a noncompliant balloon. Excellent angiographic result, 0 percent residual stenosis, timi 3 flow and no evidence of complications. Successful percutaneous coronary intervention of ostial right coronary artery 70 percent stenotic lesion with a 4.0 x 12 mm promus premier stent with flaring of the ostial stent struts using ostial flash 4.5 x 12 mm balloon achieving 0 percent residual stenosis, timi 3 flow and no evidence of complications. Left radial artery access. Left radial arteriotomy hemostasis using tr band."

Manufacturer narrative:
Neither the flash device nor the guide catheter used during the case were able to be obtained from the user facility for analysis. As such, it could not be determined if there were any issues with the flash device or with the guide catheter. The manufacturing documentation for the lot of flash units associated with this complaint was reviewed and no issues were noted that would have contributed to the complaint. The user facility report indicated there was an "other serious" adverse event. Follow up with the user facility found that there were no adverse events associated with the potential product problem. The user facility report indicated that the device in question was available for evaluation. Follow-up with the user facility found that the device had been discarded and was not available for evaluation.